Event description:
It was reported that the motor drive unit was not functioning properly, when the device was plugged in to the console and activated, it did not actually activate the blade/burr and work. It is unknown whether there was a back up available or delay in the case and if the event happened during surgery. No patient injuries were reported. Results of investigation have concluded that the blade stalled and the motor was not running which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.